Event description:
Four mini implants were implanted. Immediately loaded for over-denture. This report is for tooth location #22. Swelling began on day 3. Pt. Returned for follow up and there was increased swelling. On day 24, dr. Discussed infection and possible implant failure with patient. Rx: amox 500mg, implant removed on day 28.